Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. Reportedly, the customer pulled more insulin out of the cartridge than what was displayed. There was no impact to the customer's blood glucose level.